Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2024-00366 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicated the device prompted low battery and shutdown warning messages as designed. The battery used during the reported event was not returned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. The x series operator's guide, under guidelines for maintaining peak battery performance states: "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Regular battery rotation helps to avoid incidents there a low battery condition is encountered because the battery has not been recharged or used in more than 30 days."